Event description:
During a procedure, the valve separated from the body of the sheath after insertion into the patient. The device had to be removed and was replaced by another sheath, same lot number, to finish the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment could not be conclusively determined.